Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient started to feel more pain about 9 months ago. Patient also reported they only charged their ipg once every 3-4 months and per the IFU, the ipg is to be charge at least once every 30 days. The patient programmer displayed a failure to communicate code. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was explanted and replaced to address the issue.